Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to a crack in the cuff connecting tube. The aus cuff was replaced, and there was no additional patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly due to a crack in the cuff connecting tube. The aus cuff was replaced, and there was no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. The cuff was visually, microscopic, and leak-tested and all testing performed passed with no abnormalities identified. Based on the information available, the reported mechanical observations were unable to be confirmed, but the reported clinical observations are known inherent risks with the device.